Event description:
The following was reported to davol by the patient: the patient has alleged that following his initial recovery from an umbilical hernia repair with a bard flat mesh, he continued to have severe pain at his surgical site which was treated with prescription pain medication. The patient alleges that severe pain persisted and CT scans on (B)(6) 2012 and (B)(6) 2012 revealed a recurrent hernia. Allegedly, on (B)(6) 2012, the patient underwent a recurrent hernia repair at his prior umbilical site with implantation of a bard flat mesh. The postoperative diagnosis was reported to be "recurrent umbilical hernia not found clinically but seen on CT scan, with some small areas of weakness around initial mesh." The patient alleges that the surgeon, reinforced the area with the bard flat mesh overlapping the first bard flat mesh. He reports that the pain became chronic two months after this second repair. He alleges that his surgeon sent him for a second opinion, but the second surgeon said there was nothing he could do surgically and referred him to a pain clinic, which did not help. He alleges an MRI following the second surgery revealed a richter's hernia at the site, and that the two mesh were also seen in good position, with the second mesh overlapping the first mesh as implanted. The patient reports that the severe pain is ongoing and he has been treated with nerve blocks, steroids and medications. The patient reports that according to the surgeon who performed both surgeries, the "defect he repaired during the second surgery was the size of a grapefruit." The patient states that he doesn't think the mesh is the source of his pain, and that he is scheduled for a follow up with this surgeon.

Manufacturer narrative:
Based on the currently available information we are unable to determine to what extent, if any either of the bard devices may have caused or contributed to the events as alleged. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Recurrence is a known possible adverse reaction listed in the IFU. Additionally, the mesh remains implanted. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00074 for information related to the bard flat mesh allegedly implanted on (B)(6) 2012.